Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose reading of 41 mg/dl. She treated with juice. She stated that the doctor and cut back on her insulin and that the current blood glucose was 181 mg/dl. She stated that the drive support cap appeared normal. The basal rate and bolus settings were correct. She stated that the reservoir showed the same amount of insulin as shown on the status screen. She also reported that she had experienced some unexplained high blood glucose readings. Nothing further was reported.